Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely view merlin.net transmission. Upon review, the pace maker exhibited backup vvi operation. The patient presented in clinic for follow up. A device download was performed and restored the device to normal functions. The patient would be followed normally.